Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, staff was unpacking the acrobat suv vacuum off-pump stabilizer when the guidant logo popped off from the device. There was no patient involvement at this time. The surgeon chose to use the same device to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product, and there was no nonconformance associated with the lot number.